Event description:
It was reported that during the knee procedure the scope was found to be scratched. No delay and no back up was available to complete the procedure. No patient injury was reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope was scratched. A visual inspection was performed and showed the scope to have distal tip damage, a bent outertube and broken lenses. This damage is caused by contact with another source. No manufacturing related defects were observed.